Event description:
It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6- the health effect - impact code should have been 2388 - inadequate pain relief and 1924-failure of implant rather than 2388 - inadequate pain relief only.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.